Event description:
Tip of dav catheter (125 cm) broke off inside patient. Device appeared bent on fluoro imaging so the neurologist did not advance the through carotid. The neurologist was retracting the catheter through the iliac when the tip broke loose. An interventional radiologist was called to retrieve the tip, which was done successfully while the patient was still under. Device failure did not impact patient outcome. Device was returned to the vendor rep along with all dav catheters of the same lot.